Manufacturer narrative:
(B)(4). Additional information was received concerning the explant on (B)(6) 2018.

Event description:
It was reported that the volume of undelivered drug remaining in the drug reservoir was greater than the expected volume based upon the programmed infusion rate. The patient experienced severe pain in legs and lower back, and withdrawal symptoms. The pump was subsequently explanted.